Event description:
It was reported that approx two months post breast brachytherapy treatment, the pt presented with a breast infection and pain. The pt was treated with IV antibiotics and surgical excision. The event has since resolved. The physician indicated it was unlikely that the device was related to the event.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was not provided. The device was discarded by the user facility. The investigation is currently underway.